Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during routine inspection at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during routine inspection at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.